Event description:
Paramedics responded to a person described as "down for over 10 mins." The pt was connected to the device with pacing/defibrillation/electrocardiogram electrodes and adapter. According to the reporter, the device would not transfer energy to the pt when the discharge buttons were pressed. The device's hard paddles were then used, but the device again would not transfer energy to the pt. The pt was not resuscitated. Then reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability.